Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient fell and stimulation changed. There was lead damage and possible migration. Impedances on electrodes 8, 9, 13 and 14 were over 10,000 ohms. It was also reported that the patient had stimulation in the wrong location, less than 50% therapy relief, poor back coverage, and a loss of stimulation in the left leg. Reprogramming was attempted and it was reported that a revision to replace the leads was to be arranged. It was later reported that lead migration had not been confirmed and the lead replacement was not scheduled yet.